Event description:
The reporter stated that during a procedure, the cable broke and "inflicted minor injury on liver." The surgeon stated the "pt's liver has been a little bit injured, but not in a serious manner". The customer also stated the instrument has been used 30 or 40 times. Further info was not available.